Event description:
The customer reported that the "device is failing the charger"; the ac power light does not remain illuminated. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.